Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported "it won't start even though power was turned on." There was no report of patient involvement.